Event description:
Reportedly, a trocar was placed in the navel incision when bleeding was observed in the abdominal cavity. The surgery had to be transformed to a laparotomy to repair and resolve bleeding. It was noted that the right iliac artery and left iliac vein had been penetrated. The pt was transfused four units of blood and two plasma units. The pt was transferred to the ICU for recovery. Procedure: oophorocystectomy.